Event description:
It was reported that patient presented remotely via merlin.net transmission with noise observed on the right ventricular lead. It was discussed that threshold assessment and provocative testing be performed. No further information was reported.

Event description:
Some loss of capture was also noted with ventricular pacing.